Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, a trace pe was noted. A versacross connect system was utilized for trans-septal puncture (tsp). The physician crossed the septum posteriorly and mid. After crossing the septum, the physician was unable to see the watchman fxd curve access system (was) sheath in the left atrium (la) due to imaging and small size of the la. Additionally, the physician was unable to get the pigtail into the laa. The physician pulled everything back into the right atrium (ra) with plan to perform a more optimal tsp. The pre-existing trace pe was evaluated and appeared to be unchanged. Tsp was evaluated and appeared to be posterior and angled posterior in the septum. The physician waited 4 minutes to monitor the baseline trace pe, and again, it appeared to be unchanged. Physician attempted to re-perform tsp. When dropping down to evaluate the tenting, the pe was noted to be growing along the ra to the right ventricle and left ventricle. The patient was stable, however the physician decided to cancel the procedure out of caution. Heparin was reversed and the patient was monitored. The patient was discharged same day. The physician suspects the was sheath may have hit the posterior wall while crossing the septum.